Manufacturer narrative:
(B)(4). Date sent: 6/18/2020. D4: batch #t5c54j. Investigation summary: the analysis found that one psee60a device was returned with an unknown trocar inserted in the jaws and with the anvil bent upwards. One gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap splenectomy, the endocutter triggered, but could not be opened because the knife did not move back. Inserted the battery again, but it still did not work and the knife could not be retrieved mechanically either. The device was resected according and removed together with the trocar. There were no patient consequences.